Event description:
Lnogen inc., has received notification of a potentially reportable threatening event regarding patient use of a stationary oxygen concentrator medical device that's not manufactured by lnogen. The stationary oxygen concentrator is manufactured by nidek serial number (B)(6). This device is not manufactured by lnogen inc. Patient's daughter reported that patient was hospitalized because of co)2 poisoning. The patient's daughter stated that fire department tested the patient's nidek stationary concentrator, sn (B)(6) and stated that the concentrator was the source of th8 co2 poisoning, the patient was not available to give permission to contact the patient's physician,. The patient's daughter stated the unit will be returned but not until the patient has replaced lnogen with a new provider. Pt daughter can be contacted at (B)(6). (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).